Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in a field advisory.

Event description:
It was reported the patient's scs ipg was explanted and replaced during surgery on (B)(6) 2015 due to increased recharge burden. The physician elected to implant a newer model ipg in order to take advantage of new technology.